Event description:
Information received indicates homecare reported overdelivery of nutrients. The flow rate set up was 80ml/hr but 20 ml had passed in 3 minutes instead of 15 minutes.

Manufacturer narrative:
This report is being submitted as part of a retrospective review for reportability.